Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the 4.2x3.4mm drill bit broke off in the patient's proximal femur during the attempt to drill for the proximal interlocking screw of an t2 femoral nail (antegrade).